Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and constant tone. The customer¿s blood glucose was 236 mg/dl at the time of incident. Customer stated that the insulin pump had a constant tone and the buttons were unresponsive. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device received with no button response at act button due to unlocked j2 connector on lcd board. No button error alarm and audio/beep anomaly noted during testing.